Event description:
Procedure: low anterior resection. According to the reporter: an anastomotic leak occurred causing prolonged hospital course and a delay in colostomy take-down.

Manufacturer narrative:
(B)(4).